Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose. The patient's blood glucose levels were unknown at the time of hospitalization. The customer stated that she is currently running high in blood glucose. The customer was assisted with rewinding the insulin pump and returned the pump back to normal settings. No further assistance needed.